Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Information from ae regulatory system: the patient came to the hospital to buy insulin injection due to type 1 diabetes. The patient brought a needle for subcutaneous injection, but it was difficulty in pushing injection. Three hours later, the injection site became red, swollen, and painful. The patient's limbs were raised and anti-inflammatory drugs were given. The patient's symptoms were relieved after 30 minutes. Ae report no. (B)(4). Call center contacted customer to acquire the information: the information reported in the ae regulatory system exists. In addition, customer updated information: the needle clogged causing difficulty in injecting the lot number is 0307071. The material code found in the system is 328420. Sample availability: no. Sample availability details: no sample available.